Event description:
Two separate instances of leaks noted from the mediport needle (same lot number) tubing during intravenous continuous infusion (ivci) of chemotherapy medication. After inspection of both events, a crack was found at the bifurcation on the mediport tubing at the proximal site. Ref report: mw5118247.